Manufacturer narrative:
This report filed january 8th, 2016. Device remains implanted.

Event description:
Per the clinic, IV medication (type and date not specified) was administered to the patient to treat swelling around the implant site. It is unknown if there are plans to explant the device as of the date of this report, january 8th, 2016.